Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery, the suture broke off the needle the first time it was pierced (without much force). Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rtt/ batch 15364372 was returned for investigation. - visual evaluation of the device noted that the needle was attached to the suture. The loop was damaged, however. The sutures also appeared to have fraying. - functional testing was not performed due to the damage to the device. - the most likely cause for the fraying can be attributed to user error of the device due to excessive force being used when tensioning the sutures. - the complaint allegation that the needle is detached is not confirmed.